Manufacturer narrative:
Lot number added.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the tip has been completely detached. The tip was returned with the device and the electrodes show moderate wear. There are scratch marks present on the exposed shaft and the black shrink tube near the tip of the device. There are no manufacturing abnormalities visually observed with the returned wand. Due to tip detachment, a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a hard object. Other potential factors which could have contributed to the reported event includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during a hip arthroscopy, the entire tip of the flow 50 wand detached from the handpiece. The tip fell to the bottom of the hip joint where the consultant spent 30 minutes attempting to retrieve it with arthroscopic instruments. The tip was fully retrieved and has been included in a specimen pot. The wand handpiece was also included. There was a delay greater than 30 minutes and a back up device was available. No patient injury or other complications were reported.